Manufacturer narrative:
This report is submitted on september 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement and subsequent loss of connection to the internal device. The implanted device remains at this time; however, there are plans to explant and reimplant the patient with a new device but this has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the revision surgery to replace the magnet was conducted on (B)(6) 2018. This report is filed on october 8, 2018.